Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 alleging that the ok keypad button sticks, but only when she uses it to suspend and resume the pump functions. The patient alleged the ok button required several presses to respond. This issue reportedly began four days prior to the call to animas. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
Follow-up # 1 date of submission 10/21/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/08/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. The complaint of the intermittently unresponsive ok keypad button was not able to be duplicated; all keypad buttons responded appropriately. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.